Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2894573 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and the mesh was implanted. It was reported that for four years, the patient experienced a lot of pain in the lower back, at a continuous point in the back left side. It was reported that for two years, the patient experienced an intolerable pain on the left buttock, sciatic nerve, thigh and left knee which descended to the heel of the left foot. It was reported that the patient also experienced pain in the groin on the left side. It was also reported that the patient experienced difficulty sitting or standing for more than 30 minutes. It was reported that the patient had work stoppage for over a year. It was also reported that after several investigations, there still was no positive diagnosis. It was also reported that the strip has not been effective for about four years.